Event description:
A 49 yr old female pt presented to then high tibial osteotomy, then total knee. At total knee surgery a significant amount of proximal tibia was removed because of of tibial defect, it appears that an excessive posterior tibial slope; coupled with loss of posterior cruciatee ligament produced an unstable knee, putting tremendous forces on tibial insert resenting in a dissociation of insert from baseplate. Tibial insert was loose in joint and baseplate was loose from tibia at time of revision. Both were removed. The surgeon opted to use an intermedics tibial revision baseplate (press-fit) and an a-p constrained insert, after revising tibial slope. The femur and tibial implants were not revised.